Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Device replacement was indicated but not yet completed. The physician also stated that while implant, the system exhibited normal thresholds and impedance measurements and had been programmed vvi 60 with a ventricular amplitude of 2.0 volts. The device has since been explanted and returned to boston scientific for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Device replacement was indicated but not yet completed. The physician also stated that while implant, the system exhibited normal thresholds and impedance measurements and had been programmed vvi 60 with a ventricular amplitude of 2.0 volts. The device has since been explanted and expected to be returned to boston scientific for analysis however not yet received. No resulting adverse patient effects were reported.